Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.

Manufacturer narrative:
The customer no longer has the strips.

Event description:
The customer reported obtaining a result of 7.1 inr using an unknown lot of strips on his coaguchek xs meter (serial number (B)(4)). He obtained this result minutes before calling for assistance. It was determined that he handled the strips with wet hands. A new test was done using a new finger. The result this time was 2.9 inr. The strip for this result was from a new vial of strips (lot number 20078221). There was no treatment or change in medication based on either result. The customer's therapeutic range is 2-3 inr. The customer's condition at the time of the report was good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. Refer to the medwatch with patient identifier (B)(6) for the additional strips involved in this event. The relevant retention test strips (lot 20078221) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.